Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: (B)(6) 2021 product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the lead had migrated. The patient fell. Impedances were normal. A new x-ray taken on the day of the report confirmed the lead migration. The rep reprogrammed the patient. The issue was resolved.